Manufacturer narrative:
Follow-up #1: date of submission 11/20/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2013 with the following findings: the complaint of power loss could not be duplicated on investigation. There was no evidence of intermittent power loss recorded in the black box history. There were no unexplained power events in the pump history. The pump was able to perform a complete rewind, load, and prime sequence with no power loss. The pump was exercised for 24 hours and no power loss or battery related warnings were observed. The threads on both the battery compartment and battery cap were intact. The battery cap was able to be fully secured and there were no cracks near the battery compartment. There were no internal defects found when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random multiple times that day. The reporter denied damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.